Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 250 mg/dl at the time of the incident. The customer also reported that the insulin pump was not delivering insulin which caused high blood glucose. Troubleshooting was done for prime rewind anomaly. The customer stated that the drive support cap was protruded. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with detached end cap noted. Unable to perform displacement test, basic occlusion test and occlusion test, prime test and excessive no delivery test.